Manufacturer narrative:
Unit passed the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, off no power test and excessive no delivery test. Unexpected restart error alarm after battery change due to voltage leak. No external ram crc error alarm noted. No excessive no delivery alarm noted. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. .unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump received excessive motor error alarms. Customer did not report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did not contain a motor position encoder error alarm or more than one motor error alarm. Alarm history also contained an an external ram crc error alarm and an unexpected restart error alarm. Customer was advised that insulin pump would need to be replaced.